Event description:
It was reported that the trial head and adapter broke while removing.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: it was reported that the trial head and adapter broke while removing. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the humeral head trial 40x13.75 has four internal tabs broken. The broken fragments were returned incomplete. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces while disassembling the offset taper adapter trial, per inhance¿ shoulder system anatomic surgical technique with hybrid glenoid addendum, section humeral head trial disassembly: to remove the humeral head trial, assemble the head distractor to the impactor handle and place between the resection and the humeral head. To remove the offset taper adapter trial from the humeral head trial, rotate the offset taper adapter trial counterclockwise until the ramps unlock it from the head. Once the offset taper adapter trial reaches the e = eject position, it will engage the ramp and come out of the humeral head trial. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the humeral head trial 40 x 13.75 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.